Event description:
It was reported that the patient presented for a follow-up clinic. It was noted that the right atrial lead failed to capture and exhibited low pacing impedance. Programming changes were made. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the lead was capped on 09 jul 2024. The left ventricular lead was also capped for an unknown reason.